Manufacturer narrative:
Ortho-clinical diagnostics (ocd) quality assurance performed retain and return testing. D+, weak d +, and d- cells reacted as expected with both the retained and returned vials. Results were satisfactory.